Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the pump would not power on. The patient's mother stated that after changing the pump's battery after receiving a low battery alarm the pump would not power back on. At the time of troubleshooting, the reporter denied any visible damage to the pump's casing or battery cap. The patient's mother confirmed she was able to securely tighten the battery cap to resistance. At the time of the call, the reporter inserted another new battery; however, power issue remained unresolved. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
(B)(4): the pump boots to the verify screen with audible and vibratory alarms. Keypad damaged prevented the pump from being adequately investigated for the complaint of intermittent power.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.